Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mt217138, mfg date: 08/23/2012, exp date: 08/31/2014. Batch mt217836, mfg date: ni , exp date: ni. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to advance during the evaluation. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to advance/rotate as intended.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the blade would not to come out from the sheath though the trigger was grasped. Another like device was used to complete the procedure with no adverse patient consequences. The surgeon opined that the cause may have been that the forceps made contact with the blade.